Event description:
We identified an unusual increase in non-infectious wound dehiscence events that are isolated to orthopedic spinal fusion cases that occurred between two months in the early part of this year. All patients had uneventful post-op courses while hospitalized. All patients had 2 week follow-up appointments where their incision sites showed no signs of infection and were well healed. All patients began having redness and dehiscence 3 to 4 weeks postoperatively when the sutures dissolved.